Manufacturer narrative:
Patient information: patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on 10 patients. The results provided were: (B)(6) =7.58 / 5.02; (B)(6) = 2.13 / 3.26; (B)(6) = 9.14 / 6.12 / 5.94; (B)(6) = 5.55 / 8 / 5.72; (B)(6) = 3.35 / 4.98; (B)(6) = 22.87 / 32.36 / 26.27; (B)(6) = 2.88 / 4.5; (B)(6) = 14.23 / 20.26; (B)(6) = 2.3 / 3.35; (B)(6) = 52.26 / 37.47 / 52.74. The customer does not know if the patients are diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
A review of ticket did not find any additional complaints for lot 96013m800 and no trends were found for falsely elevated results. Return testing was not completed as returns were not available. Historical performance of reagent lot 96013m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 96013m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9 reagent, lot 96013m800.